Event description:
Heparin gtt infusing into right upper arm endurance catheter. Upon assessment, patient sleeve was wet. All connections intact. Antixa results came back low at 0.04. Heparin gtt infusion switched to peripheral IV on the left forearm, PICC nurse consulted to evaluate endurance catheter. After assessment, it was determined that the leakage was happening from IV primary tubing, consequently tubing replaced to a new one. Next antixa went up to 0.12, unable to increase the heparin dose due to heparin running at maximum dose 24u. Due to leakage, patient was not receiving correct dose of heparin. Staff submitted a product incident to report to the vendor cardinal since they are the distributor of this product. Cardinal then submitted their own report to the manufacturer becton dickinson. At some point becton dickinson will contact ech and request the original sample so they can perform a product analysis to determine the cause of the failed leak. This event appears to be a single event incident as no other department has submitted an issue with the primary IV tubing set. We can't rule out human error until the manufacturer determines the root cause. Kept original tubing set used on the patient and will send it to the vendor/manufacturer for quality analysis. The original packing material is not available.